Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name. D2: type of the device. D4: catalog number not provided. D4: lot/serial #. D4: device expiration date not provided. D4: device UDI number not provided. G3: date received by manufacturer. G4: PMA/510(k) number. G6: checked "follow-up". H2: checked follow-up type. H4: device manufacturer date not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician has torqued this abutment down 3 times and even used a new screw. The screw keeps coming loose and today he noticed that with the abutment fully seated there was some slight mobility. Tooth #30 job/ lot cannot be provided at this time from the office or the sales rep. Need to re-impress and have case redone. Final abutment has mobility while engaged.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg and one certain® bellatek® titanium abutment 5.0mm, ildat5 with crown attached was returned. Visual inspection of the screw via naked eye and camera magnification revealed scratches along the shaft of the screw and debris within the screw threads. Damage was observed on the drive feature of the screw; it was completely rounded out. Visual inspection of the abutment was hindered by the crown attached. A gap between the margin of the abutment and the porcelain of the crown was observed. The interface revealed scratches and marks consistent with handling by the clinician. However, no damage to the hex connection was observed. Functional testing could not be performed due to the nature of the devices and reported events. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was unable to be performed for the iunihg as the lot number was unknown. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the visual inspection, device malfunction of the iunihg did occur but the reported event was non-verifiable. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.